Manufacturer narrative:
H.10: a review of the DHR could not identify any deviations or nonconformities relevant to the issue. The defective erc was requested back to manufacturing site for further investigation and the issue could be reproduced one time. The motor of the clamp was blocked and this was solved by disassembling and re-assembling the internal components. Based on the above and the investigation results, the most likely root cause of the reported issue is a low lubrication of the components.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 500mm was not opening during installation. The perfusionist used another device to proceed with the case. There was no report of patient injury.